Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the extremity of the guidewire had peeled off. There were no reported clinical consequences to the patient.

Event description:
It was reported that the extremity of the guidewire had peeled off. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection, the subject guidewire distal section and hydrophilic coating was examined. The distal core wire and hydrophilic coating was found to be intact. The guidewire ptfe(polytetrafluoroethylene) coating was examined under magnification had peeled off at the proximal end but was present along the rest of the ptfe length. A functional test was performed with a demonstration sl-10 microcatheter and it was advanced through the distal tip without issue. The reported complaint was confirmed based on analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Analysis of the returned device found the hydrophilic coating had peeled off the proximal end which most likely occurred during manipulation of the device. An assignable cause of handling damage will be assigned to the as reported subject guidewire delamination since this complaint appears to be associated with handling of the product during the clinical procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that the extremity of the guidewire had peeled off. There were no reported clinical consequences to the patient.